Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted. However, the insulin pump was received with a corroded battery tube, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 130mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.